Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a shock impedance of 150 ohms, and a defibrillation threshold (dft) test was performed. During induction, the first shock at 65 joules was not effective. However, the shock at 80 joules reduced the ventricular fibrillation (vf). Shock impedance was 116 ohms. The physician did not want to obtain an x-ray and did not wish to intervene again, as the shock at 80 joules was effective. No other adverse patient effects were reported. This system remains in service.